Event description:
The user facility reported a instance where the keypad of a z-800 infusion pump was not responsive at end of infusion and pump continued to run. Infusion mode was continuous (rate/volume). Infusion rate was programmed at 500ml/hour. Volume to be infused was programmed at 500 ml. Pump was running at a flow rate of 500 ml/hour. There was no pt harm. Zyno has requested but the user facility has yet to provide pt information.

Manufacturer narrative:
Evaluation of the returned device involved in this incident by a zyno representative indicated that it was operating in accordance with its specifications. The exact work flow of this incident was followed but failure could not be duplicated.